Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) 400mg/dl with large ketones. Emergency/911 protocol was initiated and the patient was taken to the hospital. The patient was treated with IV fluids and other treatment. Customer support (cs) completed troubleshooting and cartridge was being used per IFU. This report was being made due to the bg excursion the patient experienced due to an alleged prime issue.